Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the reported issue during testing and evaluation. A review of the event trace log confirm a reset alarm occurred. The service technician replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming "reset". There was no report of any patient involvement associated with this reported event.